Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective processor board, as a result of normal wear and tear. The autopulse platform was manufactured in january 2007, and is 13 years old, well beyond its expected service life of 5 years. Unrelated to the reported complaint, a damaged encoder cover was observed during visual inspection. This physical damage was likely due to normal wear and tear. During archive data review, latch error 136 (internal parameter corrupted) was observed, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.